Event description:
The customer reported a problem with the aec balance in the ion chambers.

Manufacturer narrative:
The ge service rep performed an aec calibration and checked the film density. The unit is working as intended.